Event description:
In 2004 a large 13 mm x 40 mm x 13m r-mca fusiform aneurysm was treated with 1 target gdc platinum coil and 19 microvention hes coils. The treatment was done by parent artery occlusion. Five days post treatement pt presented with headaches. MRI indicated edema. Pt placed on steroids and symptoms resovled within a few hours.